Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display due to a vertically cracked lcd controller. The unit was unable to perform all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to flashing white light on the display. The following physical damage was noted: cratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The device was returned for analysis.